Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The issue was addressed with phone support. Intuitive surgical inc.(isi) field service engineer (fse) contacted the site and confirmed that the system is working correctly without any issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 beeped and moved on its own. This issue happened with usm 1 earlier. The intuitive surgical inc.(isi) technical support engineer (tse) viewed logs and noted error 100s for usm 2 and 1. The usm 2 was along set up joint (suj) z axis and usm 1 was along suj wrist. The troubleshooting did not work. The site continued with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was due to mishandling. The usms collided and that caused the beeping sound. The surgeon repositioned the usm and the issue was resolved. The instrument was inside the patient when the issue occurred. There was no unintuitive motion or the instrument did not move in the opposite direction. The procedure was completed using all four usms. The issue did not occur again.